Event description:
Account states on 2 separate occasions the drain broke off into the pt and in both case the pt had to be reopened in order to remove the drain. In both cases the drain broke halfway between the bottom hub and the first set of holes.